Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident had been reported: "when using the forefoot internal brace implant system, a piece of one of the instruments broke off in the patient's foot. X-ray of the foot was done, the piece was unable to be seen in the foot." The maude report does not confirm that the device piece was located and accounted for. The maude report does not contain any reporter/facility name and/or contact information. Therefore no follow up is possible at this time.